Event description:
The manufacturer received information alleging a ventilator's blower motor stopped working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.